Event description:
Fistula thrombectomy - "the thrombectomy catheter turned on to its self and tied its self into a knot. Many attempts were made to untie the knot. These attempts were unsuccessful. The procedure was aborted and the pt sent to the hospital to have the thrombectomy catheter removed surgically." Pt status: "lost fistula and now has a tunneled catheter".

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.